Event description:
Customer stated, during the night on october 1st. Customer smelled smoke in the basement apt. Husband upstairs smelled smoke on the main level. Seconds later the smoke alarms went off. Pad was smoldering when found. It burnt the carpet under the chair. The product was returned for investigation. The customer did not claim any injury. The customer admitted that the pad was left in the recliner. An investigation was done to look into the customers complaint. The investigation observed that pad had an exposed burn from the heater wires. There was also a burn on the harness. This pad uses a momentary switch. The switch is on, only when the trigger is pressed/held down. The investigation found no faults with the cord or the switch. The investigator determined that the customer likely left the product in the chair in such a way that the trigger was being held down. This caused the pad to overheat and catch fire.  The customer further stated "the product was not being used at the time of the fire, but was plugged into the power strip." The customer was misusing the product. The IFU states, "when finished with your therapy session, remove the plug from the outlet."